Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the site did not press the restart button on the imaging system following startup, once pressed the system functioned as designed. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A site representative reported that, while outside of a procedure, the imaging system x-ray functionality was disabled. Restarting the imaging system, homing and adjustment of the gantry door did not restore functionality. There was no patient present when this issue was identified. No additional information was provided.